Event description:
Report received from (B)(6), stating that the device had an issue with heat. The device was not being used during surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "heat" was not confirmed. The device was missing internal parts and could not be assessed for performance. The device appears to have been misused/abused at the customer site. If additional information is received, a supplemental report will be sent. (B)(4).